Manufacturer narrative:
No device analysis results are available as the device remains implanted. The reported issue was confirmed following review of a chest x-ray and fluoroscopy imaging that showed the sensor was in the right ventricle, and the sensor appears mildly rotated/tilted and nearly perpendicular to the spine. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported on (B)(6) 2025 that the sensor migrated to the right ventricle confirmed via fluoroscopy imaging. There were no adverse consequences to the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.